Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 442mg/dl. The customer indicated that the pump also alarmed battery out limit during normal use. Customer declined to troubleshoot but was assisted with clearing the alarm.